Event description:
During baxter's functionality testing it was found that a spectrum pump had evidence of unauthorized repairs. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the unauthorized repairs to the device were confirmed. Evaluation found unit #(B)(4) to have the wrong I/o printed circuit board (pcb) installed. Review of both device history records show that the I/o pcb belonged to an unknown device. This is an indication that the pcb is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device was removed from service. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited."